Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: annals of surgery vol. 237, no. 1, 142¿147. (B)(4).

Event description:
It was reported via journal article: "title: tension-free inguinal hernia repair: tep versus mesh-plug versus lichtenstein a prospective randomized controlled trial" author/s: sven bringman, md, stig ramel, md, phd, timo-jaakko heikkinen, md, phd, tord englund, md, bo westman, md, and bo anderberg, md, phd. Citation: annals of surgery vol. 237, no. 1, 142¿147. The purpose of this prospective randomized controlled trial was to compare laparoscopic hernioplasty with two open tension-free hernia repairs. Between sept 1997 and mar 2000. A total of 299 male patients (aged 30 to 75 years) with unilateral inguinal hernia were included in the study. The patients were randomized to undergo laparoscopic totally extraperitoneal hernioplasty (tep) (n=92, mean age 55 years, mean bmi 25 kg/m2); open operation with mesh-plug and patch (n=104, mean age 55 years, mean bmi 25 kg/m2); or lichtenstein¿s operation (n=103, mean age 54 years, mean bmi 25 kg/m2). In tep, a 10 x 15-cm prolene mesh (ethicon) was introduced into the preperitoneal space, covering the inguinal floor. The co2 was exsufflated and the anterior rectus sheath was closed with 2-0 vicryl (ethicon). The skin was closed with 3-0 vicryl rapid (ethicon). In mesh-plug, interrupted 2-0 prolene suture (ethicon) was used to secure the plug, but the patch was not fixed with sutures. After closure of the external oblique and scarpa¿s fascia, the skin was closed with a running 3-0 vicryl rapid (ethicon). In lichtenstein, a 2-0 prolene suture (ethicon) was used to secure the mesh. After closure of the external oblique and scarpa¿s fascia, the skin was closed with a running 3-0 vicryl rapid (ethicon). In tep group, early complications included hematoma (n=3) which none of the hematomas needed evacuation; seroma (n=1); urinary retention (n=2); wound secretion (n=1); postoperative pain (n=17) which required extra analgesia during the 4 hours immediately after surgery; and superficial infection (n=1) which healed without surgical intervention. Long-term complications included pain (n=3) and recurrences (n=2). In mesh plug group, early complications included hematoma (n=7) which none of the hematomas needed evacuation; seroma (n=1) wherein seroma was reoperated acutely with an open exploration because the surgeon who was on call suspected an acute recurrence; prolonged pain (n=1) which recovered completely before follow-up; delayed wound healing (n=1); sensory loss (n=1); wound secretion (n=2); postoperative pain (n=26) which required extra analgesia during the 4 hours immediately after surgery; and superficial infection (n=3) which healed without surgical intervention. Long-term complications included pain (n=4); sensory loss (n=1); hyperesthesia (n=1); and recurrences (n=2). In lichtenstein group, early complications included hematoma (n=8) which none of the hematomas needed evacuation; prolonged pain (n=2) which recovered completely before follow-up; sensory loss (n=2); wound secretion (n=3); testicular swelling (n=2); postoperative pain (n=20) which required extra analgesia during the 4 hours immediately after surgery; superficial infection (n=4) which healed without surgical intervention. Long-term complications included pain (n=10) and sensory loss (n=3). The results indicate that laparoscopic hernioplasty is superior to tension-free open herniorrhaphy with mesh-plug and patch or lichtenstein¿s operation in terms of postoperative pain and rehabilitation.